Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how much bleeding occurred at trocar insertion site upon removal of trocar? A lot. How was bleeding controlled when trocar was removed? With pressure and electric scalpel. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the trocar damage or puncture an internal structure? If so, what structure was damaged? Were there any issues with the shield re-engaging or covering the blade after insertion? What does the surgeon believe is causing the bleeding? Was the patient¿s anatomy normal? How familiar is the surgeon with dilating tip trocars and/or the entry technique? What was the entrance point of the trocar? Did the surgeon insufflate prior to insertion? Patient¿s sex, age, and weight? Pre-existing conditions? How was the blood loss managed? Was a transfusion necessary?

Event description:
It was reported that during a hiatal hernia repair procedure, after removal of trocars the local where the trocars were inserted was bleeding. It is unknown how procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the trocar damage or puncture an internal structure? No. If so, what structure was damaged? None were there any issues with the shield re-engaging or covering the blade after insertion? No. What does the surgeon believe is causing the bleeding? Blade or cannula. Was the patient¿s anatomy normal? Yes. How familiar is the surgeon with dilating tip trocars and/or the entry technique? Since ever. What was the entrance point of the trocar? Unk. Did the surgeon insufflate prior to insertion? Yes, with veress needle. Patient¿s sex, age, and weight? Unk. Pre-existing conditions? No abnormal conditions. How was the blood loss managed? Pressure and scalpel. Was a transfusion necessary? No.

Manufacturer narrative:
(B)(4). Batch # m93e1j. The analysis results found that a d12lt device was received along with a cb12lt. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. No insertion issues were noted during functional testing. No conclusion could be reached as to what may have caused the reported condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.